Manufacturer narrative:
The manufacturer did not receive devices or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a znn cmn nail 11.5 mmx36 cm 130 r on the right side on (B)(6) 2014. The patient was revised on (B)(6) 2014, due to pain. The doctor discovered that the distal screw backed out overtime, the nail is still implanted in the patient, only the distal screw was revised.